Event description:
It was reported that a motor stall occurred and the stall never recovered. The actions required as a result of the event included ex plant. The product issue was not resolved, and the cause of the issue was not determined. The patient¿s status at the time of report was alive ¿ no injury. It was unknown if the patient experienced any symptoms as a result of the event. The pump was used infuse dilaudid. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).